Event description:
It was reported that within two weeks post implant the patient had phrenic nerve stimulation from the right atrial (ra) lead. Also, the ra lead was suspected to be dislodged and had no capture. The pacing mode was reprogrammed to inactivate the ra lead and it remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had a dislodgement and was pulled back into the superior vena cava during a device change. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.